Event description:
It was reported that the patient was transplanted and the ventricular assist device (vad) exhibited a low flow alarm on the same day of the heart transplant. The vad was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. A review of the pump's manufacturing documentation confirmed that the associated device met all requirements for release. The reported low flow alarm was confirmed via log file analysis which revealed one (1) low flow alarm logged on 25/jun/2022 at 06:59:32. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front housing disc curvature was found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Information received from the site indicated that the patient was transplanted and the ventricular assist device (vad) exhibited a low flow alarm on the same day of the heart transplant. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.